Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of diopter -6.5 into the patient's left eye (os) on 14-may-2022. The lens was exchanged on 17-may-2022 for a longer length lens due to low vault. This resolved the problem. Cause of event reported as unknown.